Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaws scissored. The surgeon used another intrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
02/18/1999- supplemental report sent to FDA.